Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. This goes in line with the reported affected hearing performance. This is a final report.

Event description:
Information has been received that the user was re-implanted. Reportedly hearing performance was affected.

Event description:
Information has been received that the user was re-implanted. Reportedly hearing performance was affected.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.